Event description:
It was reported that the user experienced persistent hyperglycemia overnight with a highest blood glucose of 320 mg/dl that remained out of range for about 8 hours despite the ilet delivering insulin and no observed kinks or leaks; the user disconnected from the ilet, administered 4 units of long-acting insulin via pen, and later replaced all pump supplies including the infusion site, after which glucose trended down, with no symptoms, outside assistance, or medical intervention required. Symptoms included hyperglycemia without reported associated clinical signs. Outcomes included no serious injury, illness, or impairment. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings available, with insufficient information to attribute the event to a specific medical device problem or component. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.